Event description:
It was reported that the balloon ruptured. Additional information indicated that the physician used a 10cc syringe instead of a 1cc syringe and was visualizing the balloon during inflation. He may have injected volume too quickly which resulted in overinflation and then balloon rupture. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  The subject device is not available; therefore analysis cannot be performed. Additional information indicated that the physician usd a 10 ml syringe to inflate the balloon. As per the device directions for use (dfu): "...gently infuse balloon inflation media with a 1ml syringe until desired balloon diameter is attained. Remove 1 ml syringe so that balloon inflation is maintained." A cause of dfu instruction not followed has been assigned to the reported event.

Event description:
It was reported that the balloon ruptured. Additional information indicated that the physician used a 10cc syringe instead of a 1cc syringe and was visualizing the balloon during inflation. He may have injected volume too quickly which resulted in overinflation and then balloon rupture. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device was disposed.